Manufacturer narrative:
The device was received for evaluation. A functional test was performed, and the evaluation was unable to reproduce the reported malfunction. An event history log was conducted, which identified multiple occurrences of "system error 110". The reported condition was verified. The most probable cause of the condition was determined to be related to the io board. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump stopped running during a norephinephrine infusion in the intensive care unit (ICU). The patient was receiving norephinephrine at a flow rate of 3mcg/min when the pump displayed "system error 110" and stopped running, resulting in patient receiving an inadequate amount of medication. Healthcare staff replaced the pump and increased the dosage. The patient reportedly returned to the targeted mean arterial pressure (map) within approximately four minutes. No additional information is available.